Event description:
Attorney alleges that the patient was implanted with bard/davol phasix mesh, ventrio mesh and ventralight st (bard mesh). Attorney alleges that the patient suffered permanent physical and emotional pain. It is alleged that the patient underwent three surgical procedures involving the bard mesh which caused the patient to suffer numerous revision surgeries, permanent and irreparable harm. Attorney alleges that on (B)(6) 2018, the patient underwent a repair of recurrent incisional hernia and the surgeon used the bard mesh. It is alleged that on (B)(6) 2020, the patient underwent an open repair of ventral incisional hernia and the surgeon used the bard mesh. It is also alleged that on (B)(6) 2021, the patient underwent a laparoscopic repair of recurrent ventral hernia and the surgeon used the bard mesh. Attorney alleges that the patient experienced inflammation of the hernia tissue and abdominal wall abscesses from infected mesh. Attorney alleges that the patient has never fully recovered from the surgeries, still experiences increasing pain and discomfort and will likely undergo subsequent surgery(ies) in the future. It is also alleged that the patient has been forced to undergo extensive medical treatment for those injuries and complications, including, but not limited to, operations to locate and remove defective mesh, operations for recurrent hernias, tissue and nerve damages, the use of pain control and other medications. It is alleged that the patient underwent three such procedures, for which that the bard mesh was a cause or contributing factor for underlying medical problems. Attorney alleges that the patient experienced significant physical and mental pain and suffering, permanent injury, numerous corrective surgeries and hospitalization. It is also alleged that the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, nerve damage, infection, hernia recurrence and mesh removal. The instructions-for-use (IFU) supplied with the device lists inflammation and hernia recurrence as possible complications. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio mesh (device #2). Additional emdrs were submitted to represent the bard/davol phasix mesh (device #1) and the bard/davol ventralight st mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted. Not returned.